Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 175 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. There may be an occlusion with the product. A new reservoir was sent to the customer. The customer sent the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test (B)(4) as follows: reservoir filled with diluent, and connected to a new infusion set. Installed a reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.